Manufacturer narrative:
(B)(4). D)te sent: 8/17/2023 d4: batch # 423c78 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 423c78, and no non-conformances were identified.

Event description:
It was reported that during a single anastomosis duodenal-ileal bypass procedure on the last firing with a reload the device deployed and cut approximately fifteen mm of tissue. Then the jaws began pushing tissue forward and out. The cartridge deployed all of the staples. The staple line was inspected and the the fifteen mm mark there was bunching of b formed staples. Beyond that the entire tissue was cut and mechanically stapled with no gaps or holes and the case was completed using the device with no patient consequences. No buttressing was used, but two vicryl sutures were placed for insurance.